Event description:
This report is based on information provided by philips remote service engineer (rse), onsite biomedical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that therapy was disabled. The onsite biomedical engineer worked with the rse and it was determined that the device needed a high voltage capacitor. A replacement high voltage capacitor was shipped to the customer's site for biomed to install. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be a malfunction of the high voltage capacitor. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement high voltage capacitor to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.